Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg site was moved lower to the patient's buttocks to address the issue. The physician did not change the patient's battery. The patient remained with the same ipg from the initial implant.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.